Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
UDI not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented to the emergency room for a vibratory response. Upon review, it was discovered that the right ventricular lead exhibited low impedance and oversensing episodes. The lead was capped and replaced on (B)(6) 2021. There were no patient consequences.